Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead caused a tore in the atrium and patient had to go to the operation room. Previously, the device was removed but the field representative did not know when. During the procedure, the physician tried to remove this lead, but the lead would not come out. Thus, the patient was scheduled for another extraction day. Additionally, the lead was explanted. No additional adverse patient effects were reported.